Event description:
The pt reported blood glucose results of 19 mmol/l and 7.3 mmol/l with the lifescan meter and 12.0 mmol/l and 3.9 mmol/l on a laboratory device, performed within 10 minutes of each other, respectively. The pt reported that they were administered insulin following the 19 mmol/l and 12.0 mmol/l blood glucose readings. The pt neither alleged harm nor experienced injury due to the meter. Between the tests there was no intervention that would be expected to change the blood glucose. Pt's meter was replaced.